Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned insulin pump for alleged pump error 63 found on aug 24, 2021. Insulin pump passed displacement test and self test. No alarm anomalies noted during testing. Insulin pump successfully downloaded to thus. Pump error 63 variable 3 was noted in the history download on aug 24, 2021 due to broken trace u1 pin6 on keypad assembly. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on lcd window. In summary, customers alleged pump error 63 was confirmed in the history files and through visual inspection where a broken trace was found on the u1 pin 6 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm they receive request to rewind the insulin pump and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.